Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Manufacturer narrative:
This report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved.the device was explanted on (B)(6), 2015.